Event description:
It was reported that during a da vinci surgical procedure, the precise bipolar forceps instrument wouldn't react and had to be replaced. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that both grip cables were broken at the distal idlers. The grip cable segments were missing from the tip of the instrument. The idler pulley spun freely and did not exhibit any damage. Failure analysis investigation also found the pitch down and up cables were broken at the distal clevis hub. The cable segments were missing from the instrument. In addition, the cable segment that contains the crimp was missing from the clevis. No other damage or wear marks were observed on the clevis. No other damage was found. The reported complaint that the instrument wouldn't react does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cables found during failure analysis investigation could cause or contribute to an adverse event if the malfunction were to recur.